Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Medwatch 5085899. It was reported that the tiny bullet type needle detached from the suture material during a vaginal hysterectomy. The physician was unable to retrieve; needle intentionally left in patient to avoid any trauma to the patient. This was disclosed to the patient.

Manufacturer narrative:
Qn#: (B)(4). No issues or discrepancies were found in the device history record of product code 833-124 / batch 74c1700091 that can be related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed since the product sample involved in the complaint notification was not provided to perform a proper investigation.

Event description:
Medwatch 5085899. It was reported that the tiny bullet type needle detached from the suture material during a vaginal hysterectomy. The physician was unable to retrieve; needle intentionally left in patient to avoid any trauma to the patient. This was disclosed to the patient.